Event description:
Japan alliance registry it was reported that the subject died. A 3.00 mm x 20.00 mm agent dcb was used to treat a 75% stenosed and severely calcified target lesion located in the right coronary artery (rca) in november 2023. In (B)(6) 2024, the subject passed away. The official cause of death was acute cardiac death and congestive heart failure. Per the physician, use of the device is not associated with the patient's death.